Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The reporter also mentioned that the evacuation tubes for a system reagent bath were bent. The patient sample initially resulted in a na value of 132 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 144 mmol/l. The repeat value was deemed correct. The na electrode lot number was t03_2021, with an expiration date of 18-sep-2022.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were ok prior to the event. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer had the customer change the nozzles and perform cleaning. The engineer ran precision studies. The investigation determined that the actions performed by the engineer and customer resolved the issue.